Event description:
Pt intubated and on ventilator. Staff member upon attempting to suction pt attempted to re-position ventilator connection. Connection broke at flow sensor junction. This required removal of endo-tube and re-intubation. Alveoli collapsed; after re-intubation ventilator settings were adjusted upward to re-expand alveoli.